Manufacturer narrative:
Complaint conclusion: as reported, during a carotid artery stenting (cas) surgery, the operator was unable to retrieve the filter body of a 5mm (basket diameter) x 180cm angioguard rx emboli capture guidewire system into the release sheath during filter preparation and discarded it. There were no reports of patient injury. The operator was skilled in the use of cordis products. The patient was not harmed and has no infectious diseases. A non-sterile ¿rx/5mm basket diameter/180cm¿ was received inside a clear plastic bag. The device was unpacked for visual evaluation. The returned components include the delivery sheath, the capture sheath, the torquing device, and the ecgw system inserted into the wire lumen of the delivery sheath. The rest of the components were not returned for analysis. A kinked condition was observed on the distal tip of the filter and on the guidewire approximately 5 cm from the distal tip. No other notable details were observed on the returned parts. Functional analysis was performed to determine if any resistance anomalies could be observed during the delivery system loading and docking process. The wire was pulled using the torque device until the basket was completely docked into the tip of the deployment sheath. No anomalies were noticed. The filter basket docking into the delivery sheath process was performed successfully. The filter basket area was magnified with a vision system for evaluation. As a result of this inspection, no anomalies or damages were observed on the filter struts. However, a kinked condition was observed on the membrane walls. The distal tip presented a kinked condition, and the coil wire was unraveled, exposing the core wire. The failure reported by the customer as ¿delivery system ~ loading (docking) difficulty - into delivery sheath¿ was not confirmed, as the filter was docked into the delivery sheath during the functional test. The failure ¿filter basket ~ kinked/bent¿ was confirmed, with a kinked condition observed on the membrane walls and the distal tip, and the coil wire was unraveled, exposing the core wire. Additionally, a kinked condition was observed on the guidewire. The exact cause of the observed conditions could not be conclusively determined during the analysis. Procedural factors and handling processes may have contributed to the reported failure. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿caution: guidewires are delicate instruments and should be handled carefully. Prior to use, and when possible, during the procedure, inspect the guidewire carefully for coil separation, bends, kinks, or damage of the filter basket assembly. Do not use defective equipment. Fill a 5 ml luer lock syringe with sterile saline and purge all air. Attach syringe to luer lock hub on the end of the filter introducer. Inject 5 ml of saline to purge all air from the deployment sheath and filter basket (ensure distal tip of the deployment sheath is inside the filter basket introducer tip prior to purging the system). You should see saline dripping from the proximal end of the deployment sheath (inside the coil dispenser). Disconnect syringe. Remove the two proximal (closest to the torque device) anti-migration clips holding the guidewire in the dispenser coil. Ensure the torque device is locked onto the guidewire. Gripping the torque device in one hand and the coil dispenser in the other, pull on the wire until the basket is completely docked into the tip of the deployment sheath. When completely docked, approximately half the filter basket will still be visible out of the end of the deployment sheath. After the deployment sheath is completely docked, remove the remaining distal anti-migration clip (closest to the filter introducer) and continue to pull back on the torque device to disengage the docked deployment sheath/guidewire assembly from the filter introducer. Loosen the torque device. While holding the torque device in one hand, gradually pull back on the guidewire with the other hand. Continue to pull the guidewire through the torque device until the proximal end of the deployment sheath is visible at the proximal end of the torque device. Tighten the torque device onto the deployment sheath to secure the deployment sheath to the guidewire.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, during a carotid artery stenting (cas) surgery, the operator was unable to retrieve the filter body of a 5mm (basket diameter) x 180cm angioguard rx emboli capture guidewire system into the release sheath during filter preparation and discarded it. There were no reports of patient injury. The operator was skilled in the use of cordis products. The patient was not harmed and has no infectious diseases. The device will be returned for evaluation. Addendum: per pe findings, a kinked condition was observed on the membrane walls of filter basket.

Manufacturer narrative:
Component code of "3123- tip" and malfunction code of 1664- unraveled & 1601- stretched were added. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during a carotid artery stenting (cas) surgery, the operator was unable to retrieve the filter body of a 5mm (basket diameter) x 180cm angioguard rx emboli capture guidewire system into the release sheath during filter preparation and discarded it. The doctor experienced difficulty with the umbrella introduction process, as evidenced by a very noticeable resistance. The doctor removed the umbrella from the introducer by pulling back on the twist control with force, a process that required excessive force. There were no reports of patient injury. The operator was skilled in the use of cordis products. The patient was not harmed and has no infectious diseases. Additional information was requested, but not provided. The device will be returned for evaluation. Addendum: per preliminary pe findings, a kinked condition was observed on the membrane walls of filter basket, and the coil wire is unraveled.

Manufacturer narrative:
Complaint conclusion: as reported, during a carotid artery stenting (cas) surgery, the operator was unable to retrieve the filter body of a 5 mm (basket diameter) x 180 cm angioguard rx emboli capture guidewire system into the release sheath during filter preparation and discarded it. The doctor had trouble with the umbrella introduction process, as evidenced by a very noticeable resistance. The doctor removed the umbrella from the introducer by pulling back on the twist control with force, a process that required excessive force. There were no reports of patient injury. The operator was skilled in the use of cordis products. The patient was not harmed and had no infectious diseases. Additional information was requested but not provided. A non-sterile "rx/5 mm basket diameter/180 cm" was received in a clear plastic bag and included the delivery sheath, capture sheath, torquing device, and ecgw system. The filter introducer and other components were not returned. Visual and magnified inspections revealed kinked conditions on the distal tip of the filter, the filter membrane, and the guidewire approximately 5 cm from the distal tip. The distal tip was also found to be unraveled. No anomalies were observed on the filter struts and no tool marks were identified on the distal tip. Functional analysis was not performed because the filter introducer was unavailable, which prevented appropriate testing. No evidence was found to suggest the observed damage resulted from a manufacturing or design issue. The reported malfunction "delivery system: loading (docking) difficulty-into delivery sheath¿ could not be substantiated because the filter introducer was not returned for analysis. The malfunction "filter basket-kinked/bent" was discovered during the product evaluation. The malfunction "distal tip (ecgw)-unraveled/stretched" was discovered during the product evaluation. The exact cause of the event cannot be determined; however, excessive force applied during prep may be a contributing factor. Information for safety is provided in the product¿s labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, "guidewires are delicate instruments and should be handled carefully." And "prior to use, and when possible, during the procedure, inspect the guidewire carefully for coil separation, bends, kinks, or damage of the filter basket assembly. Do not use defective equipment." Based on the available information and product analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.